Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds) and three (3) watchman truseal access system (was). The transeptal puncture was noted to be challenging due to a fibrotic septum. When advancing two separate was (lot#30721622, lot#30721622) sheaths through the interatrial septum significant resistance was encountered and each was became kinked. During use of a third was (lot#30707829) when advancing the was sheath through the interatrial septum significant resistance was encountered. While accessing the anterior section of the laa the was and wds became kinked. The closure device was deployed but was unable to reach optimal positioning in the laa. The closure device was recaptured and the procedure was aborted. No patient complications were reported. It was further reported that the use of three (3) watchman truseal access systems (was) were attempted during the procedure. The first was (lot#30707829) became kinked while accessing the anterior section of the laa. When advancing two additional, separate was (lot#30721622, lot#30721622) sheaths through the interatrial septum significant resistance was encountered and each was became kinked. It was after the attempted use of these two was (lot#30721622, lot#30721622) that the procedure was aborted.

Event description:
It was reported a sheath kink occurred and the cascade of events resulted in an aborted procedure. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds) and three (3) watchman truseal access systems (was). The transeptal puncture was noted to be challenging due to a fibrotic septum. When advancing two separate was (both lot#30721622) sheaths through the interatrial septum, significant resistance was encountered, and each was became kinked. During use of a third was (lot#30699584) when advancing the was sheath through the interatrial septum significant resistance was encountered. While accessing the anterior section of the laa the was and wds became kinked. The closure device was deployed but was unable to reach optimal positioning in the laa. The closure device was recaptured, and the procedure was aborted. No patient complications were reported.